Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 12/22/2014 - device evaluation: the device has been returned and evaluated by product analysis on 12/03/2014 with the following findings: on (B)(4) 2014, the pump's black box recorded a loss of prime warning due to a low, non-zero, force sensor reading. The pump was exercised for 24 hours at a 1 unit/hour rate with no loss of prime warning or other alarms observed. The pump's force sensor was found to be calibrated within specifications. Unrelated to the loss of prime allegation, the battery compartment was cracked from the case seal towards the battery cap. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging that the pump was emitting repeated loss of prime warnings with multiple cartridges. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.